Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer stated that his results from his meter between (B)(6) 2016 are incorrect and are either too high or too low. The customer is concerned with the reading for today (B)(6) 2016. The customer's expected fasting blood glucose test result range is 114-121mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 191 and 157mg/dl. I reviewed symptoms with the customer and he stated he was not feeling any symptoms at this time. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 9/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).